Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2006 the patient underwent the following surgeries: 1. L4-l5 laminectomy, 2. L4-l5 and l5-s1 discectomy, 3. L4-l5 and l5-s1 tlif, 4. Posterolateral fusion with autologous bone graft and bmp, 5. Posterior instrumentation with pedicle screw system, 6. Intra-operative somatosensory evoked response monitoring 5 hours, 7. Intra-operative fluoroscopy 2 hours to treat the following pre-op diagnosis: lumbar radiculopathy with clinical sings of severe lumbar mechanical instability secondary to l4-l5 and l5-s1 discogenic disease. Op notes: the pedicle screws were inserted. The final position of the screws were monitored with ap and lateral fluoroscopy x-rays. At l4-l5 5.5 x 50 mm polyaxial titanium screw was used. In the sacrum 6.5 x 45 mm polyaxial titanium screw was used. The procedure was repeated on the patient's right side using similar technique. Three pedicle screws were inserted, one at each level of similar characteristics of the one inserted on the patient's right side. The insertion was monitored with fluoroscopy and after the final position. Ap and lateral x-rays were taken. After the discectomy was completed, the end plate was decorticated using rasp instrument. Distraction was applied on the pedicles and then the trial instrument was inserted under fluoroscopy control. After two trials a 10 x 22 mm cage was selected. The cage was packed with autologous bone sponges embedded with bmp. The final position of the graft was monitored with fluoroscopy. The graft was advanced until it passed the midline and fit well into the interspace. Distraction was discontinued. The end plates were decorticated with the rasp instrument, then measurement was done with trial device. The cage selected was 22 x 10 mm. The cage was packed with autologous bone and sponges embedded with bmp. The final placement and position of the graft was monitored with fluoroscopy the distraction was discontinued. The contour trial was applied and length of 70 mm, one of each side and secured with end cups. After positon of both rods was completed, the end cup was finally tightened to the indicated torque pressure. A transverse member link was applied between the superior and medial screw and tightened with torque wrench. The fusion graft was prepared with sponges embedded with bmp and autologous bone graft. Four rolls of the preparation were made, two applied on each side, additional autologous bone placed on top on the bn rolls and pressure applied with digital compression. The patient was transferred to recovery room in stable condition.

Event description:
It was reported that on (B)(6) 2006, the patient underwent a tlif from l4-s1 where rhbmp-2/acs was implanted. Post-operatively the patient experienced lower back pain and lower left extremity pain. On (B)(6) 2013 an MRI indicated bony material compressing her spine. The patient continues to experience lower back pain that radiates down both legs causing numbness in her toes.